Event description:
The customer reported that the central nurse's station (cns) powered off. There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) troubleshot the issue and found out that the uninterruptible power supply (ups) needs to be replaced as when the customer connected the unit directly to the wall, the unit booted up. After booting up, the cns showed rooms without patients in communication loss (comm loss). Ts asked the customer to reboot the units as they were off and then they came up as normal. The cns shut down due to a bad battery. No patient data was lost and the patients were being monitored on another cns at this time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) powered off. Technical support (ts) troubleshot the issue and found out that the uninterruptible power supply (ups) needs to be replaced as when the customer connected the unit directly to the wall, the unit booted up. After booting up, the cns showed rooms without patients in communication loss (comm loss). Ts asked the customer to reboot the units as they were off and then they came up as normal. The cns shut down due to a bad battery. No patient data was lost and the patients were being monitored on another cns at this time. There was no patient injury reported. Investigation summary: the issue was caused due to the failure of a non-nk manufactured accessory device and not nk device malfunction / deficiency. The reported issue does not require further investigation. Manufacturer references # 300274368 - 124534 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) powered off. There was no patient injury reported.